Event description:
During a rotator cuff repair, the inserter stripped inside of the anchor before the surgery was completed. The anchor could not be removed. The bone quality was very good. A back-up device was available.

Manufacturer narrative:
Device is not being returned for eval. (B) (4).